Event description:
It was reported that the patient presented remotely via merlin.net transmissions due to an alert. It was noted that the right ventricular lead exhibited high, high voltage lead impedance, may be due to physiologic changes. The patient was not symptomatic due to the event. Lead replacement was discussed.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.

Event description:
New information available on 1/11/2018 states that, the cardiac resynchronization therapy defibrillator was explanted due to elective replacement indicator. The right ventricular lead was explanted due to high, high voltage lead impedance and high capture threshold. The patient was stable.